Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at a recent follow-up appointment this pacemaker was not able to be interrogated and no magnet response was elicited from the device when a magnet was applied. An electrocardiogram was done which showed sinus bradycardia at 40 to 50 bpm, but no pacing despite the lower rate being programmed to 80 ppm. The patient was asymptomatic. Close monitoring was being done as the device was nearing elective replacement time (ert); at an evaluation approximately six weeks prior there was less than a half year battery longevity remaining and the magnet rate was 90ppm, indicating elective replacement near (ern). Device replacement was scheduled and an interrogation attempted prior to the change-out and was successful. The device had tripped end of life (eol). The device was successfully replaced, and no additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Multiple attempts have been made by the field representative to obtain the device from the hospital for analysis. These have been unsuccessful and the device may not be returned as orginally anticipated.